Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A further investigation (fi) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion and two linear openings on the anterior and posterior sides. A leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior, one striated opening on the anterior, and an air pocket was observed within the valve to shell bond area, which is out of specification characterized as workmanship. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one smooth crease opening on the posterior side due to a fold flaw opening, one striated opening due to surgical damage consistent with the use of a surgical tool, and the air pocket within the valve to shell bond area did not cause the deflation as the air pocket is within a sealed vulcanized area which does not allow any leakage.

Manufacturer narrative:
Further investigation (fi) results: according to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical's procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis, a 1-mm void was observed on the valve side, which is out specification. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in the valve will continue to be monitored and corrective action will be taken in the future if deemed appropriate. Reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.